Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 video submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection of the sample. Analysis of the sample showed that in the video sample provided it is not possible to determine that the q-syte contributed to the reported concern and no damage or defects were observed between the q-syte connector and extension tubing. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the video. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 video submitted for evaluation. The reported issue of connection issues was confirmed upon inspection of the video. Analysis of the sample showed that a problem with the connection was not observed. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore - leaked. The hospital reported that during use, the connectors and needles failed to connect tightly. Even after tightening, blood continued to seep from the connection point between the connector and the needle. A total of 50 units were affected, and the samples cannot be returned. Photographs and videos can be provided. Green claims are required, along with a complaint response letter and a receipt confirmation letter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.